Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus did not move the cursor and the overlay was replaced and calibrated. It was further noted that the device failed its incoming functional test related to the left antenna connection and therefore the loose connection on the left antenna was tightened.

Event description:
It was reported that the programmer's stylus touch pen was not moving the cursor on the display. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.